Manufacturer narrative:
Device evaluation has been completed on 04/23/2024 and section h11 report should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, respiratory tract irritation, dizziness, headache, and asthma. There was no report of medical intervention. The device was returned to manufacturer service center. During the device evaluation, the technician confirmed no particles in the air path and secondary findings was observed. During evaluation there was one error code observed. The manufacturer service center concludes that they couldn't confirm the customer's allegation. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Due date has been updated. In box d: device avail. For eval and date returned have been updated. In box g: date received by mfg has been updated. In box h: device eval. By mfg, device avail. For eval, evaluation method code grid, evaluation results code grid and conclusion code grid have been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, respiratory tract irritation, dizziness, headache, and asthma. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.